Event description:
The customer has attempted filing two cartridges with 300 units of insulin, but both attempts result in fill estimates of 0.

Manufacturer narrative:
Follow up with customer indicates cts was able to assist customer with filling a new cartridge with insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.